Event description:
It was reported that the patient underwent surgery because his artificial urinary sphincter exhibited fluid loss. Upon examination, a hole in the tubbing connected to the pressure regulating balloon was identified. All components were replaced. There were no patient complications.